Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer rf (radio-frequency) head, which was found in the closet of an account, would not "find" the device. Two different programmers were tried, with the same result. The rf head was returned for evaluation and repair. No patient involvement or complications were reported.

Manufacturer narrative:
Product event summary: analysis confirmed that the device was unable to find or interrogate an implantable device. As a result the cable was replaced. It was also noted that the label was missing its backing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.